Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 7.0 cm in diameter abdominal aortic aneurysm. The proximal neck was 26-24 mm in diameter and 13 mm in length. The neck angulation was 60 degrees. It was reported that intra-operatively, a type proximal type I endoleak was observed. The physician implanted a cuff (B)(4) to resolve the endoleak. However, the endoleak did not completely resolve. The physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; aortic neck angulation).